Event description:
The pt reportedly experienced sound quality issues followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device is under consideration.